Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2203 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a partial fracture in the PICC at 7cm. It was stated, "nil external migration. Nil aspiration/flush (approx. 2 weeks, patient on ward). Cxr calculations indicate migration approx. 3cm. 3cm withdrawal, flush attended: nil resistance, but flush fluid noted at insertion site. Further 2cm withdrawal, flush attended: flush fluid noted at 7cm fracture site". PICC removed.